Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient¿s sister contacted lifescan (lfs) (B)(4) on behalf of the patient, alleging that the patient¿s onetouch ultra meter read inaccurately high compared to her feeling and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that on (B)(6) 2014 at 7:30am the patient obtained an inaccurate high blood glucose result of ¿170 mg/dl¿. The patient manages her diabetes with insulin (self-adjuster) and she tests her blood glucose twice a day. The reporter claimed administering 28 units of mixtard insulin to her sister based on the alleged inaccurate result and 10 minutes later the reporter claimed the patient developed ¿hypoglycemic¿ symptoms described as ¿dizziness, sweatiness, trembling, and feeling faint.¿ the reporter claimed she gave the patient a small candy in response to the symptoms and the patient felt better almost instantly. The reporter claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr walked through a control solution test and the result was within range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained an inaccurate high reading on the subject meter, was administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.